Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2014-00024. Super poligrip is manufactured in (B)(4), and neither the product nor the lot number for this product is available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of burning oral sensation in a (B)(6) year-old female patient who received double salt dental adhesive cream (super poligrip (unspecified zinc free variant)) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent conditions include denture wearer. On an unknown date, the patient started double salt dental adhesive cream. At an unknown time after starting double salt dental adhesive cream, the patient experienced burning oral sensation, lung infection, infection in mouth and throat infection. This case was assessed as medically serious by gsk. Treatment with double salt dental adhesive cream was discontinued. At the time of reporting, the events were resolved. The consumer reported the adverse events of a burning sensation in her mouth, a mouth, throat, and lung infection that were the result of using super poligrip creams. She reported that she last used a super poligrip cream about 6 or 7 months prior to her report when these events occurred. She does not remember which variant she used and has not used the product since having this experience. She did report still using super poligrip powder and said it is the only thing that she can use.